Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex coronary artery with mild tortuosity and moderate calcification. Following pre-dilation with an unspecified semi compliant balloon catheter, a 3.0 x 18 mm xience prime stent was attempted to be deployed; however, a proximal edge dissection was noted. An additional xience prime stent was deployed to successfully treat the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure.